Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -13.0 diopter lens tore during loading. No further information was able to be provided.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).